Event description:
The advocate stated the customer received a blood glucose reading of more than 300 mg/dl from one contour meter and a reading less than 100 mg/dl from another contour meter. Depending on the actual readings, the difference between the readings could fall in the "c" or "d" zones of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the test strips for eval. Replacement strips and a new meter were sent to the customer.